Manufacturer narrative:
Additional information: section h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was then explanted. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicated impedance issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section b.3, d.6b, d.9, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a kinked electrode, silicone damage on the top cover of the device, and a slice on the large and small tubing. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode within the electrode pocket. Broken wires on the small and large tubing were also identified. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.